Event description:
Skin burned by using hand-piece, starburst 15cm 700-101492j during an operation. The pt's skin was burned about 1cm. The operation was normal as usual, however the doctor felt speed of increasing tempter was a little bit slow. Doctor usually set the tempter 90w but rose to 110w because impedance was low as 40. Doctor started to open tines from 2cm and he realized he reached to the target tempter about 3min and at the same time, the tempter of the pt's skin around the area raised. They used ice and tried to decrease the tempter of the skin, however, as a result the pt had about 1cm skin burn.